Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was brought to the catheterization lab today for a planned percutaneous coronary intervention of the saphenous vein graft and selective saphenous vein graft to the right coronary artery. The left subclavian was shockwaved to make the left radial approach feasible. Saphenous vein graft to obtuse marginal was completed. During intervention, the patient had ventricular fibrillation arrest requiring intubation and advanced cardiac life support. The impella cp was placed as a bailout. The complainant reported that impella cp had ongoing suctions while in use. The impella was not able to go above p1 without suction. The impella position and preload status were reportedly good. The impella flows appeared to be normal. The physician verified the position and suction alarms were turned off. The patient was also supported with extracorporeal membrane oxygenation. It was further reported that on day five of impella cp support, the patient was taken to the lab for repositioning under fluoroscopy. The impella only moved forward at 2.7 centimeters the physician could not move it any more forward and opted to keep placement as is. The next day, the impella cp was still in poor position and was unable to establish full flows. The patient had runs of torsade and ventricular fibrillation. The impella was removed in an attempt to relieve ectopy. After the impella was removed, the patient expired.

Manufacturer narrative:
The investigation of positioning issues, low pump flow, vf/vt/af/at, and optical signal issue has been completed. The product was not returned for investigation. Since the clinical reports that attempts to reposition the pump didn't resolve the issue was confirmed by data logs, but weaning extracorporeal membrane oxygenation (ECMO) flows aligned with pump flow improvement on data logs, the root cause of the low pump flow was determined to most likely be patient condition. Additionally, there were no abnormalities noted in data logs around the time of the reported complication, so the root cause of the positioning issues could not be determined. As the necessary information was not provided, the root cause of the vt/vf was not determined. Since data log review showed the motor current to quite low during both phases of the cardiac cycle even though the placement signal (ps) was pulsatile and within specification, the root cause of the optical signal issue was determined to most likely be a suction condition. The suction condition was most likely due to the patient's condition, per the investigation into low pump flow.